Event description:
A lead break was detected during a prophylactic generator change surgery. The pre-operative system diagnostics test showed ok lead impedance. The lead break was confirmed via visual observation during surgery. The surgeon suspected that the lead was already broken prior to surgery. The explanted product has not been received to date; however, it was noted that the explanted lead and generator are not available for return. No other relevant information has been received to date.